Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The abscess rate seen (90 worldwide incidents out of estimated 199,000+ procedures performed to date) is approximately 0.045% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed inflammatory nodule/abscess 13 days post miradry treatment. The inflamed nodules were incised and drained. Culture of the affected area was taken and the results were negative. Antibiotic (bactrim ds) was prescribed. Symptoms were resolving by 29 days post-treatment.